Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer¿s blood glucose was 128 mg/dl. Reportedly, customer continued to use pump for insulin therapy until another pump was ordered.